Event description:
It was reported that the pump experienced a malfunction. There was no reported adverse impact to the customer¿s blood glucose level. The customer reset their pump on own and resumed insulin with the pump. No additional information was received regarding further outcome.